Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the fore arm. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during first inflation at 24 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.